Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level over 1100 mg/dl. The customer was treated with insulin and saline drip by medical staff. The caller declined to troubleshoot their high blood glucose reading. The caller did not confirm whether or not auto mode was used during the event. Insulin pump will not be returning for analysis.